Event description:
It was reported that pump displayed malfunction alarm while patient was using an electric blanket. There was no adverse impact to the customer¿s blood glucose level. Patient worked with technical support to reset pump, was able to resume insulin without malfunction recurring during call, and declined a follow-up call, stating she would reach out again if needed.